Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 230¿m reusable laser fiber was used during a ureterolithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser fiber was used for the first time with laser settings of 12 hertz and 0.5 joules. According to the complainant, during procedure closure, the physician noticed that the tip of the laser fiber detached inside the patient. Reportedly, flushing was done in order to remove the detached tip. The procedure was completed with this laser fiber. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Problem code 2907 captures the reportable event of  fiber tip detached. Investigation results: one lighttrail 230 m reusable laser fiber was received for evaluation. The fiber was returned in one piece with the tip detached. The fiber measured approximately 308.9 cm from the top of the connector to the distal tip. No distal portion of the tip was returned. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on october 16, 2018 that a lighttrail 230 m reusable laser fiber was used during a ureterolithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser fiber was used for the first time with laser settings of 12 hertz and 0.5 joules. According to the complainant, during procedure closure, the physician noticed that the tip of the laser fiber detached inside the patient. Reportedly, flushing was done in order to remove the detached tip. The procedure was completed with this laser fiber. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.